Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that he is experiencing high blood glucose levels. Customer's blood glucose reading was 500+ mg/dl. Customer was told that he has a viral infection by his health care professional. Customer reported that the insulin pump excessively alarmed no delivery. Customer treated high blood glucose levels via syringe. During troubleshooting, the insulin pump passed high pressure functional testing. However, customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's high blood glucose levels could not be determined. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.